Event description:
Patient returned to be seen in nov 2005 for worsening ascites. He was started on low-dose diuretics by his local provider. Since initiating low-dose diuretics, he had some improvement in his fluid retention, although he had symptomatic abdominal ascites at the time of presentation. Renal function was satisfactory. Patient underwent an ultrasound-guided therapeutic paracentesis, which he tolerated well. He was started on higher dose of diuretic regimen with 100 mg of aldactone, as well as 40 mg of furosemide.